Manufacturer narrative:
Additional information: h3 and h6. H10: the sample evaluation was completed. The sample was received with the clamps closed and the tape removed from the coils. A visual inspection with the naked eye noted a missing green pull ring cap on the patient connector. Leak testing, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green pull ring cap of an amia automated pd cycler set was missing. This was noticed during setup. There was no patient injury or medical intervention associated with this event. No additional information is available.